Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was around 400 mg/dl that morning. She blacked out twice and was throwing up. She could barely standup and was given two bags of IV. The called 911 and she was taken to the emergency room on (B)(6) 2017. Her blood glucose level was around 300 mg/dl. The infusion set had a bent cannula. She experienced a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The customer also had issues with the sensor. The device was not returned.